Event description:
Patient data was later received. It was noted that the patient underwent battery revision after this report was received. Generator data was received and reviewed. Based on the review, the battery is depleting as expected. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
It was reported that the patient's battery life has drastically dropped. No other relevant information has been received to date.